Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effects bradycardia and hypotension are listed in the products no fault risk assessment report. Additionally, hypotension is listed in the product instruction for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. As the air embolism has been determined to be related to the copilot bleedback control valve rather than the rx acculink, the event has been filed under the copilot medwatch MFR# 2024168-2011-03235.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after stent deployment in the mildly calcified left internal carotid artery, the patient experienced a transient neurologic compromise described as mild aphasia and right-sided weakness after an accidental injection of an air bubble during the check for stent position and artery patency. The patient was assessed throughout the episode both neurologically and with cardiac assessments. The event lasted approximately three to four minutes and quickly resolved. There was no treatment provided. During predilatation and post dilatation, the patient experienced bradycardia and brief asystole which was treated with medication. The symptoms were resolved the same day. There was no adverse patient sequela. The patient was discharged home two days post procedure. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was reported that after the rx acculink stent was deployed, a copilot bleedback control valve was being used at the time an air embolism occurred, during stent placement and arterial patency evaluation. It was determined the air embolism is related to the copilot and not to the rx acculink as the account reported that the copilot "may have been the source" of the air embolism. Post procedure, the patient experienced hypotension and the antihypertension medication was withheld. The hypotension resolved two days post procedure.